Event description:
It was reported that catheter had ¿slipped out of place¿ and ¿went down¿ in (B)(6) 2012. It was ¿reconnected¿ in (B)(6) 2012. It was reported ¿it was down¿ for 6 weeks. It was reported that it took ¿them¿ a year to find a dose that would give the patient therapeutic benefit. The type of medication being delivered via the device system at the time of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported an x-ray had confirmed the catheter was out of the spinal canal, providing no pain management. It was clarified the pump rate was turned down to the lowest possible rate. As previously reported, a revision surgery occurred on (B)(6) 2012. The pump rate adjustments reportedly started over again then, slowly increasing the rate ¿still attempting to reach a therapeutic dosage¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported at one time the patient had asked about the catheter and if it was implanted correctly. A device manufacturer involved with the case reviewed with the patient that the health care provider (hcp) anchors the catheter and does a good job with implantation. It was reported as to the question of why the catheter came out, no one understood why. It was reported the previous 8711 catheter was not returned.